Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(6) ¿ the dentist reported that 3 years and 4 months after the dental implant was installed in intraoral region 3#, it had to be removed due to the fracture of the abutment. In addition, 80ncm of primary stability was achieved and biomechanical overload has occurred.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 3 years and 4 months after the dental implant was installed in intraoral region 3#, it had to be removed due to the fracture of the abutment. In addition, 80ncm of primary stability was achieved and biomechanical overload has occurrer.